Manufacturer narrative:
The device was returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria. The pod was returned with many hammer blows found on both the top and bottom housings. This caused damages to various internal components such as the reservoir cap, formed needle, and ratchet retainer pins. Due to the amount of overall damage, the integrity of the pod's investigation was heavily compromised. The downloaded data returned an alarm, indicating a communication error occurred while the pod was waiting for input from the pdm.

Event description:
It was reported that the patient was hospitalized with hyperglycemia. While wearing the pod the patient's blood glucose levels reached 600 mg/dl. She said she had high ketones and there was blood on the pod. She did not provide any other information. We have reached out to the patient to obtain more information regarding the event.